Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("abdominal hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.